Manufacturer narrative:
Concomitant product(s): product ID: rvdr01 ipg, implanted: (B)(6) 2015. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there had been rising thresholds to a high level over a period of time on the right ventricular (rv) lead. A possible lead fracture was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.